Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure within the esophagus, the bands failed to deploy. The device was removed from the patient and another speedband superview super 7 multiple band ligator was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure within the esophagus, the bands failed to deploy. The device was removed from the patient and another speedband superview super 7 multiple band ligator was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
On (B)(4) 2012, while speaking with the supervisor, (B)(6), it was revealed that this event was reported twice in error. Therefore, this report is a duplicate and needs to be rescinded. The event has been reported in manufacturer report # 3005099803-2012-05492.